Event description:
A corporate inventory manager reported to fresenius that a dialyzer leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa said the leak occurred before the patient was connected; there was no patient involvement. The operator saw saline leaking externally from the end of the dialyzer during the priming process. The fluid reportedly leaked onto the floor. There was no indication that a visible crack or other defect was seen on the device. The operator set up a different dialyzer with new lines and the setup passed all tests. The patient was then connected to the machine and completed their treatment without further interruption. There was no patient injury or harm associated with the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the ogden provided dialyzer caps attached. The fibers were wet. During a gross visual examination, polyurethane (pu) was identified on the dialysate port¿s distal tip on the cavity ID end of the dialyzer. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as pu at the port is known to impact the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the clinic's facility administrator (fa). The fa said the leak occurred before the patient was connected; there was no patient involvement. The operator saw saline leaking externally from the end of the dialyzer during the priming process. The fluid reportedly leaked onto the floor. There was no indication that a visible crack or other defect was seen on the device. The operator set up a different dialyzer with new lines and the setup passed all tests. The patient was then connected to the machine and completed their treatment without further interruption. There was no patient injury or harm associated with the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.